Event description:
It was reported that the 45 deg pick was bent. The malfunction happened during surgery but no delay or patient harm was reported. A different angled pick was used to complete the surgery. The product will not be returned for evaluation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device intended to be used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. A review of the instructions for use found: -improper use of the instruments can result in instrument damage and the desired outcome will not be achieved. -as with any surgical instrument, take care to ensure that excessive force is not applied to these devices, which can result in failure. -do not strike the center of the endplate when using the 45° and 90° picks. Precise localized penetration of the tip will not be achieved. This can also cause the tips to bend and compromise instrument performance. -additional precautions include those applicable to any surgical procedure. In general, careful attention must be paid to asepsis and avoidance of anatomical hazards. Factors that could have contributed to the reported event include: (1) excessive force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.